Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follows your healthcare provider¿s recommendation to treat hyperglycemia." And "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The customer reported that her blood glucose reached high (>500mg/dl) while wearing the pod between 36 and 48 hours. She stated that the cannula was no longer inserted properly. She was admitted to the ICU and diagnosed with dka. Upon admission to the hospital, the customer reported a blood glucose level of 1086 mg/dl. She was treated with fluids and an insulin drip. (B)(6).